Manufacturer narrative:
The technician replaced the head section gas springs to repair the stretcher.

Event description:
Information received indicates the head section of the stretcher will not lower.